Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# d354drg the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 implantable tachy lead, implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).